Event description:
Risk of organ perforation. Device was changed by the MFR without notification to users. Safety feature, that indicated to surgeon the needle had penetrated abdominal cavity, was removed - no notice or education provided to surgeons who use the device. Surgeons feat pts are now at greater risk of unintentional organ perforation due to removal of this safety feature.